Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys ige ii immunoassay results for one patient from a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The serial number was requested but was not provided. On an unknown date, the first sample from the patient had a result of approximately 900 u/ml. This result was reported the to the patient. Some days later, the patient was redrawn and tested in another laboratory (emicap) and the result was approximately 10000 u/ml. On (B)(6) 2018, the patient was redrawn and tested on the roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The result from a tube with gel was 765.7 u/ml with a data flag and the result from a tube without gel was 865.8 u/ml with a data flag. With a 1:20 dilution, the result was 9589 u/ml and with a 1:50 dilution, the result was 9828 u/ml. The result of 865.8 u/ml with a data flag was reported outside of the laboratory. The result from the other laboratory was believed to be correct for the patient. There was no allegation of an adverse event.

Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's results were reproduced. Per product labeling, the customer is instructed to not test samples from patients under treatment with xolair (omalizumab) or similar drugs containing anti-ige antibodies due to interference. No reagent issue could be identified and it was confirmed the reagent performed within specification.